Event description:
It was reported that, during stem removal, the screw at the tip of the slap hammer broke. No further information was provided.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged event. The device inspection revealed the following. A detailed visual inspection of the returned device indicates extensive usage, evident from its dull surface appearance. The device is fractured at the threaded tip of the connector. The fracture surface displays shiny and granular characteristics, suggesting that bending occurred prior to the final break. The fracture pattern of the surface indicates a brittle nature of fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to a combination of user-related factors and normal wear associated with repeated mechanical loading and sterilization, leading to cumulative damage over time. If any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that, during stem removal, the screw at the tip of the slap hammer broke. No further information was provided.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.